Event description:
Gyrusacmi was notified that during a mastoid case oil and black fluid came out of the drill and poured into the patient's middle ear. Procedure was completed using a similar device, patient received extra antibiotics.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.